Event description:
The customer reported that there was a communication error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into svc.